Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported that his blood glucose was 430 mg/dl and he was having problems rewinding the insulin pump. The customer treated his high blood glucose with injection. He declined high blood glucose troubleshooting as the customer stated that he ate spaghetti late and that was why his blood glucose was high. Assistance was provided with rewinding the insulin pump. Nothing further was reported.